Manufacturer narrative:
Correction: h4 - mar 4, 2014 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found an air leak at the distal end, the video connector was cracked, the video connector label was peeling, and the rubber adhesive was missing/chipped off. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user reported the subject device had a leak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the objective lens was peeling. This report is being submitted for the malfunction (adhesive peeling) found by service during the device evaluation.